Event description:
New information reported stated that on (B)(6) 2016 the asymptomatic patient presented to the clinic for a routine visit. The lead exhibited noise reversion episodes which could not be reproduced with isometrics. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the right ventricular lead exhibited noise. The lead could not be reproduced. No intervention was reported. The patient would continue to be monitored.